Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead impedance measurement increased from 450 ohms to 1200 ohms and the threshold measurement increase to 2.5 volts. When the lead was checked in unipolar the impedance measurement was 350 ohms and the threshold measurement was 0.7 volts. The clinic left him programmed in unipolar and will continue normal follow up. It was noted that the patient had experienced a fall at some point, however the patient's wife was unable to state exactly when the fall occurred, there were no adverse patient effects reported. The field representative stated that the patient is only checked in the office about once a year and has transtelephonic monitoring in between. The physician was not concerned over a dislodgement at this time, but rather is concerned over the possibility of a developing lead fracture. No x-ray was taken at this time and the lead remains in service.

Event description:
Additional information was received that since the previous reported issue, the rv lead had remained in unipolar configuration and was working with good measurements and sensing. During a change out procedure for normal battery depletion, over one year later the physician elected to surgically abandon the lead since the patent is pacemaker dependent. It was noted that the lead was not tested in bipolar configuration at changeout. No adverse patient effects were reported.